Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. The returned device matches with the upn provided by the customer. The distal tip and the ballweld were returned. Visual inspection was performed and the device presented a distal tip broken due to tension overload. It also presented a distal end kinked and unraveled. The outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-jan-2016. It was reported that the distal tip of the guidewire was stretched. A 035/180 amplatz super stiff¿ guide wire was advanced to the lesion. However, it was noted that the wire was stretched out from the tip of the device during the procedure. The procedure was completed using another amplatz super stiff¿ guide wire. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a distal end break.